Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic loop colostomy procedure, the trocar was inserted under direct vision with telescope. Noticed a leak coming from the duck bill valve, cleaned, reinserted telescope, still leaking. Changed the sleeve and a leak was still apparent from valve, no apparent reason for this. Unknown how case was completed. There were no adverse consequences for the patient.